Event description:
It was reported that during a ptca treatment procedure, the iq marker guide wire fractured. The pt suffered a myocardial infarction at the time of this event. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous right coronary artery (rca). The physician used a 7f cordis introducer sheath for vascular access, and a 7f mach1 guide catheter. Initially, a pt2 guide wire was advanced, but was removed after a vessel dissection occurred. The iq marker guide wire was then advanced, but could not cross the lesion. When being removed from the pt, the iq marker guide wire fractured in the middle of the wire shaft. Approximately 30 mm of the wire was retained in the rca and extended into the descending aorta. The pt was transferred to a different facility and underwent emergency coronary artery bypass surgery during which the retained protion of the iq marker guide wire was removed. The surgery was successful, and pt is reportedly doing well.